Manufacturer narrative:
Follow up report - conclusion: failure analysis of the removed part determined the r76 on the sensor pcb was out of adjustment that created the high internal oxygen alarm error.

Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed high internal o2. The customer reported there was patient involvement with no harm to the patient.